Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was explanted after 6 months for out of range impedance measurements on the shocking portion of the lead and for high impedance measurements on the rate/sense portion and for increased pacing thresholds.